Event description:
It was reported the healthcare provider (hcp) was unable to aspirate from the catheter access port (cap) and the doctor felt the pump had something wrong with it and that it was safest for the patient to replace it. Diagnostic and troubleshooting performed included a dye study, roller study, and the logs were checked. It was noted the patient¿s multiple sclerosis (ms) symptoms and spasticity were not being helped by the pump. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was replaced and was to be turned in for analysis. The pump was being used to deliver gablofen. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the issue was considered resolved after the pump was replaced.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).